Manufacturer narrative:
(B)(4). There was no product returned; therefore, no physical evaluation could be conducted. A complaint history search found that this is the first complaint of this nature part number lot number combination. This product will be monitored for any adverse complaint trends. Device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. This device is used for treatment.

Event description:
It is reported that the patient was revised due to the plate breaking.